Manufacturer narrative:
Since this event resulted in permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. Only unused product was returned for evaluation. The device was evaluated and found to be within specification.

Event description:
In this case a customer reported that a k-reamer "handle gets loose from the shaft." A patient's tooth was extracted.